Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have had more trouble now than before their implanted device and that their device was adjusted three time before leaving the hospital after implant. The patient stated they wake up in the night with their heart rate in the 120's. They also stated while lying in bed, doing nothing, their device woke them up and was feeling shocking in their left kidney. The device remains in use. No further patient complications have been reported as a result of this event.